Event description:
It was reported that a 44-year-old black female patient underwent a breast augmentation revision surgery with implantation of a 400cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was observed to have at least one lymph node in both axilla which appeared to contain silicone per ultrasound imaging. Subsequently, she was diagnosed with a ruptured right breast implant during an in-person visit with a medical professional. In addition, magnetic resonance imaging suggested a ruptured right breast implant. As a result, the patient underwent bilateral removal without replacements on (B)(6) 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-03547 for the contralateral event.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: granuloma manufacturer¿s reference number: (B)(4).